Event description:
It was reported that during a lap sterilization, one of the inner seals became loose and fell into the pt. Completed with same like device. Some component left in pt, pt has been informed.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).